Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and it found that the adhesive of the bending section of the insertion tube peeled off. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause was unknown. Omsc surmised that the reported phenomenon was occurred the adhesive of the bending section of the insertion tube peeled off by some cause.

Event description:
During a procedure with the device, the device cannot be withdrawn from the patient smoothly, the insertion tube surface of the device partially peeled off and fell into the bronchi of the patient. The physician retrieved the part from the patient using another bronchoscope. There was no report of patient injury associated with the event.